Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headache, cough with thick secretions and a feeling of suffocation, 4 lung nodules in 2021. The patient did report to receive medical intervention and is seeing a pulmonologist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.